Event description:
Pt admitted to the hospital for removal and replacement of right breast implant due to implant deflation. The deflated implant was removed. Surgeon then performed capsulotomy medially, inferiorly and a bit superiorly. There was some question as to how long the implant had been deflated. The surgeon expected the capsule to be somewhat contracted. After capsulotomy, the surgeon irrigated with antibiotic solution and inspected for hemostasis. After ensuring adequate hemostasis, surgeon placed an allergan implant 360 3lf style in a 410 ml size and filled it with 450 ml of fluid. It was really tight. Surgeon chose 450 because, according to the operative note, that is what the previous implant had been filled to. However, surgeon did not think she could close it. Therefore, surgeon deflated the implant, removed it and then performed capsulotomy more extensively in hopes of getting a less tense closure. Surgeon replaced the implant and filled it back up to 450 and then closed the wound.